Manufacturer narrative:
Pc-(B)(4). Investigation summary call home did not reveal any issues or errors. No device will be returned to neuwave for further investigation. The issue cannot be verified. No device returned. Lot number cannot be verified without return device. Since no issues were seen in call home, it is unknown if the probe used during the case is the device needing investigation.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Only event year reported: 2022 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the needle portion broke off during probe placement while ¿porquing¿. Unknown as to how the procedure was completed. There were no adverse consequences reported.